Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that read, write, or invalid cubie memory errors had been reported. Drawer 3.1 was nearly void of cubies and had been repeatedly dislodging. A field service engineer (fse) found that the main bus cable was partially seated in its connector. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station drawer cubie had read, write, or invalid cubie memory errors. Drawer 3.1 was nearly void of cubies, had been repeatedly dislodging. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.